Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to diabetes ketoacidosis. The customer stated the insulin pump alarmed no delivery, changed the infusion set and pump continued alarming. The customer's blood glucose was 255mg/dl. Customer's symptoms were vomiting, abdominal pain and ketones. Customer treated with manual injection. Customer declined troubleshooting. Customer's current blood glucose was 76mg/dl.